Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported embolism, obstruction and related medical intervention could not be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported obstruction and embolism appear to be related to circumstances of the procedure. There was no damage or abnormalities identified with the oad during analysis that would have contributed to the reported complaints. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a short lesion in the superficial femoral artery (sfa). All three speeds were used for treatment, resulting in a good outcome. Balloon angioplasty was performed and a subsequent embolization of the fibular artery was observed. Alteplase was administered and balloon angioplasty was performed. The final outcome was satisfactory. The patient was in stable condition. In the physician's opinion, orbital atherectomy contributed to the embolization as slow flow occurred. The exact cause of the embolization was unable to be determined. The type of embolization was biological material.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a short lesion in the superficial femoral artery (sfa). All three speeds were used for treatment, resulting in a good outcome. Balloon angioplasty was performed and a subsequent embolization of the fibular artery was observed. Alteplase was administered and balloon angioplasty was performed. The final outcome was satisfactory. The patient was in stable condition. In the physician's opinion, orbital atherectomy contributed to the embolization as slow flow occurred. The exact cause of the embolization was unable to be determined. The type of embolization was biological material.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.